Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported upon removal the string pulled out of a tampon and the pledget fell apart inside of her vaginal cavity. She manually removed the pledget pieces and did not seek medical attention. She did not experience any adverse health effects.